Event description:
It was reported the anchor-c screw ring broke when inserted into the interbody. Another screw was used.

Manufacturer narrative:
Method: visual inspection; functional inspection; device history review; results: the returned device was confirmed to be an anchor c diam.3.5mm self tapping 8mm and the locking clip was confirmed to be deformed as reported upon visual inspection. The lot number record & a thorough manufacturing review for the anchor c diam.3.5mm self tapping 8mm were reviewed and no anomalies were found in the manufacturing records that would have contributed to the reported event. Conclusion: the root cause of locking clip failures is being studied under a CAPA (pr #(B)(4)) which is currently still open. However the following root causes have been identified under this CAPA: freehand use during screw insertion, inserter loosening during surgery, inserting not fully threading, user unfamiliar with system, interaction between cage/screw/inserter, outer diameter of clip is too large, general use error. It is likely that the cause of the reported event is multi-factorial.